Manufacturer narrative:
No patient information provided as no patient was involved at the time of this event. Event problem and evaluation: on 10-dec-015, a medtronic representative went to the site to test the equipment and perform maintenance. Autocal failed with memory error on small focal spot. Problem was traced to chip u3 on ht controller pcb. Board was replaced, along with all 38 batteries. The reported issue was resolved with part replacements. The imaging system then passed the system checkout. The hydraulic cylinder part was returned to the manufacturer for evaluation and a mechanical failure mode was found. The cylinder was leaking fluid due to mechanical wear and tear. The ht controller pcb pcba was returned to the manufacturer for evaluation. The reported issue could not be confirmed. The ht controller board was installed in a similar imaging system and ran without any issues. Auto calibration worked as expected; no fault found. The following additional parts were returned to the manufacturer for analysis; however, these parts did not cause the reported issue and/or no functional problem was found: two atp console pcba boards were returned to the manufacture for evaluation. Each atp board was installed in a similar imaging system and ran without any issues; no fault found. The atp u24 eprom was returned to the manufacture for evaluation. The eprom was installed in a similar imaging system and worked as expected; no fault found. The ht u5 eprom was returned to the manufacture for evaluation. The eprom was installed in a similar imaging system and worked as expected; no fault found. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system's autocalibration failed with a memory error on a small focal spot. The problem was traced to chip u3 on the ht controller pcb. This issue was discovered during maintenance.